Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found cut tubing on the pinch valve, pv49. He replaced the tubing at pv49 which fixed the leak. The repairs were verified per established procedures.

Event description:
Customer reported a cleaner leak occurred when using the coulter lh 500 hematology analyzer in their laboratory. Customer stated upon running the 5c cell control (quality control samples) this morning, the customer noticed an empty cassette sitting on the counter and when she picked up the cassette, she observed fresh lh series cleaner on the cassette. When customer looked further into the main diluter of the instrument, she saw a puddle of the cleaner inside the bottom of the unit and some splattering of the cleaner as well and a puddle on the counter top. The volume of the liquid was less than 5 ml. The leak was not contained, and the customer could not identify the source of the leak. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves, goggles, and lab coat at the time the leak was observed. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.